Manufacturer narrative:
Pump received with no esc and act button response due to corroded keypadtraces. No button error alarm noted during testing. Unit was receivedwith scratched lcd window, cracked case at display window corners,cracked on reservoir tube lip, cracked reservoir tube near reservoirtube window, cracked on battery tube threads and missing end capsticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 134 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.